Manufacturer narrative:
The pump was unable to prime during prime pump error test due to faulty force sensor resistor. The pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. The motor passed the motor test. The pump was monitored and had no motor noise anomalies noted. The pump was received with minor scratched display window, cracked reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported via phone call of an issue with motor error alarm on their insulin pump. Customer states they were changing the set and the pump gave a motor error alarm. Customer was able to conduct rewind sequence. The patients' blood glucose levels were unknown. Customer was advised to disconnect from the pump. Customer was advised to discontinue use of pump, and that the pump would need to be replaced.